Event description:
Mentor breast implant cat no 350-1720t lot 130112 was implanted in rptr but in june of this year it was diagnosed as ruptured and mentor co no longer makes this model any longer and rptr can not find out why. Rptr was told by the dr this model was very good for having a faulty valve but they refuse to fully cover replacement. Rptr asks they can find info on this particular model.